Event description:
Customer reported that pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections (mdi) as a backup therapy, and the pump was set to be replaced by technical support. Instructions were given to the customer on how to put the pump into storage mode and return it with a prepaid label.